Manufacturer narrative:
Philips product support engineer (pse) spoke to the customer careevent manager (cem), and reviewed logs from the careevent. The investigation found that one alarm message ***xbrady 76 < 80 was delivered from bed 589a to clinical team members at 19:49:40. The first level nurse paging device (pivot 8742 smartphone) was not assigned to careevent assignments. At the same time, the buddy nurse received the philips alarm ***xbrady 76 < 80. The cem had tested the bedside monitor and philips information center being used with the paging system, and both were okay and in use. There was no product malfunction; this is considered a user issue, as the staff member's paging device was not assigned to careevent assignments. A philips product support engineer (pse) conducted an investigation of the philips software, and concluded that the system functioned as designed. The device remains in use at the customer site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time. Patient information requested not available at time of report.

Event description:
The customer reported that an alarm was not received on (B)(6) 2020 at 19:49:40 for a patient in room 589a. The output was on aruba access points (ap) with pivot 8742 smart phones. Error "no device assignment" listed in event transcript report. The patient had suffered a cardiac arrest. The staff entered the patient room for routine blood draw and found the patient had arrested with a flat line heart rate and not registering a pulse oxygenation. The patient was able to be resuscitated.